Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported neurological dysfunction cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. A direct correlation between the low flow alarms and the reported neurological dysfunction cannot be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2020 at 12:12:03 to (B)(6) 2020 at 12:06:43, per the timestamp. Intermittent low flow events were captured throughout the log file, beginning on (B)(6) 2020 at 12:12:04, when the estimated pump flow was calculated to be below the threshold of 2.5lpm. A total of 5 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms or unusual events were recorded. The pump appeared to have been operating as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 26mar2019. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, lists other neurological event (not stroke-related) as an adverse event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an elevated pulsatility index (pi) in the setting of a normal blood pressure. All laboratory values were within limits. The log files captured intermittent low flows with high pulsatility index (pi) readings on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. Most of these events were less than 10 seconds long. The estimated flow appeared to be fluctuating below the alarm threshold of 2.5 lpm, and occurred at times when pi was elevated. There were no other unusual events in the log files. The patient was stable, but reported self-described seizures that occurred with the low flow events. Diagnostic testing of these reported seizures was inconclusive but an electroencephalogram (eeg) recorded some abnormal brain activity. The site planned to continue to monitor and treat the patient's symptoms and encourage adequate hydration. The device operated as expected.